Event description:
It was reported that there are numerous beds with scale issues. No specific bed was identified or serial numbers given. The service rep was unable to inspect the beds as they were occupied by pts. When the beds are inspected any malfunctions will be reported at that time if they meet the requirements as cited in 21 cfr part 803.